Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. One clip was implanted without issue and was stable post-deployment. Two clips were implanted on the tricuspid valve. The first clip in the anteroseptal position and the second clip in the posteroseptal position. Complicated anatomy with an off-axis heart and difficult to obtain views that made it difficult to implant the second clip in particular. It was noted, at the end of the procedure under imaging , that the first clip implanted during this procedure reopened by 25 degrees. No consequences for the patient, the leak was reduced from a grade 5 to a grade 2. Patient information cannot be provided due to personal data privacy policy.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. One clip was implanted without issue and was stable post-deployment. Two clips were implanted on the tricuspid valve. The first clip in the anteroseptal position and the second clip in the posteroseptal position. Complicated anatomy with an off-axis heart and difficult to obtain views that made it difficult to implant the second clip in particular. It was noted, at the end of the procedure under imaging, that the first clip implanted during this procedure reopened by 25 degrees. No consequences for the patient, the leak was reduced from a grade 5 to a grade 2. Patient information cannot be provided due to personal data privacy policy.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). The reported poor image resolution appears to be related to patient morphology/pathology. There is no indication of a product issue with respect to manufacture, design or labeling.